Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (unspecified) was observed on the tubing of a small volume intermate. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 16, 2019 - august 20, 2019. The device was evaluated. A visual inspection was performed using the naked eye and under the microscope which found no evidence of particulate matter either on or in the tubing line. The device tubing line was found to be in normal condition. The reported condition was not verified. Functional testing was not performed for this complaint. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.